Manufacturer narrative:
Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple air bubbles were observed within the infusion set tubing. The customer attempted to remove the air bubbles but more continued to originate from the cartridge. Reportedly, the cartridge had been filled with 470 units of insulin and the customer had not performed the air removal technique prior to loading the cartridge onto the pump. Tandem technical support educated the customer in regards to the air removal technique. During a follow-up, it was reported the customer successfully loaded a new cartridge onto the pump and resumed insulin deliveries. Blood glucose level was 225mg/dl.